Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device will not be returned for analysis (still in vivo) ; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical reports were provided and will be reviewed within investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 2, 2018 to the responsible person who initiated this complaint: any device identification(s) and control number(s) used (ref; lot); surgical reports, other reports (stickers), all available x-rays during time in- vivo with printed date, all available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient suffered several dislocations on (B)(6) 2016; (B)(6) 2017 which were treated with close reductions and finally lead to a cup and liner revision performed on (B)(6) 2017. The biolox head remained implanted. (B)(4).

Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR trend analysis: the trend analysis could not be performed as the lot number was not available. Review of event description: it was reported that a patient was revised on october 18, 2016 due to pain and possible trunniosis (revision surgery is captured in case (B)(4), all devices manufactured form zimmer inc, warsaw, MFR 0001822565-2018-01108). In this surgery, the biolox head was implanted. It was also reported, that all other devices rested in-situ. On (B)(6) 2016: closed reduction was performed due to dislocation. On (B)(6) 2017: closed reduction was performed due to dislocation. On (B)(6) 2017: closed reduction was performed due to dislocation. On (B)(6) 2017: a revision surgery was performed to change cup and liner (both zimmer in.,(B)(4); reported in splitcase (B)(4), MFR 0002648920-2018-00184). In the surgery the biolox head rested in-situ. For this patient it is also reported, that he was treated for infection 6 weeks started on(B)(6) 2016. (Case (B)(4), MFR 0009613350-2018-00314, and (B)(4), MFR 0001822565 - 2018 - 01251, for devices manufactured by zimmer inc., warsaw) an additional event for infection (revision surgery on (B)(6) 2017) was reported in case (B)(4), MFR 0009613350-2018-00315, and (B)(4), MFR 0001822565-2018-01111, for devices manufactured by zimmer inc., warsaw. Review of received data: op-notes on (B)(6) 2016 (date of head implantation): preoperative diagnosis: left hip painful hip arthroplasty, possible trunniosis preoperative diagnosis: same. Operation performed: left total hip arthroplasty femoral head revision with a ceramic head. Summary: last year, patient started having trochanteric pain and swelling at the area. In (B)(6) 2015 patient had cortisone injection that helped him for app. 6 months. Pain came back. In (B)(6) 2016, the surgeon aspirated approx. 40 ml of yellowish fluid. Specimens were negative for crystals or bacteria. Blood work showed evidence of increased cobalt (8ng/ml). During procedure, after the fascia lata incision, there was yellowish fluid that was aspirated, approx. 100 ml. There was evidence of soft tissue material, whitish, at the area of the greater trochanter. No evidence of wear of the pe insert. Stem was stable. The femoral head was removed. There was evidence of discoloration at the area of the trunnion. No evidence of macroscopic damage. The area of the trunnion and the femoral head was dark in appearance. No evidence of damage. A biolox delta ceramic head was placed. The hip was stable excellent with a 90 degrees of flexion, internal rotation and adduction. The hip was stable in extension, external rotation. Op-notes on (B)(6) 2016: patient had a hip dislocation. The left hip was reduced with mild difficulty in approximately 90 degrees of flexion with traction. C-arm x-ray was taken to evaluate the reduction. No complication was found. Op-notes on (B)(6) 2017: patient had a posterior hip dislocation. The left total hip arthroplasty posterior dislocation was reduced and c-arm x-ray was taken to evaluate the reduction. No complication was found. Op-notes on (B)(6) 2017: patient had a posterior hip dislocation. Closed reduction was performed with the hip in flexion adduction. C-arm x-ray was taken to evaluate the reduction. No complication was found. Surgeon recommended a revision surgery afterwards. Date on visit (B)(6) 2017: CT scan shows abduction angle is a little bit steep and has not really medialized adequately onto the medial wall. It is believed that this was caused by abductor insufficiency as a result of metal debris from the previous parts. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. The product remained in vivo during this revision surgery. It was explanted later on (reported in case (B)(4), MFR 0009613350-2018-00315). Root cause analysis: root cause determination using rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom,impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) not possible the surgical report of implantation states that the devices were in excellent position. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible combination is allowed/approved. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, the surgical report of implantation does not states the taper was cleaned and dried; it also cannot be evaluated if the stem taper was intact since the device is not at hand for investigation. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, it cannot be verified if the device was assembled sufficient, no information about stated in the surgical reports. Therefore, this cause cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it cannot be verified if the soft tissue was strong enough. Patient had previously a metallosis due to implanted mom devices. Therefore this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem. Not possible it is very unlikely that a reused device was used. No information which could point on that was received. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible combination is allowed/approved. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant possible,. No device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, it is unknown if doctor gives appropriate advice to patient. Therefore, this point cannot be excluded. Conclusion summary: it was reported, that a patient experienced 3 dislocations ((B)(6) 2016, (B)(6) 2017) after he was implanted with a biolox delta head during a revision surgery in (B)(6) 2016 of mom devices explanted due to pain and possible trunniosis. However, the biolox delat head rested in situ while the cup and liner were lately revised on (B)(6) 2017 (zimmer inc., warsaw design case (B)(4)). A possible root cause for the reported dislocation, beside the ones identified according to rmw, can be based on the information received (doctor report of march 29, 2017): CT scan shows abduction angle is a little bit steep and has not really medialized adequately onto the medial wall. It is believed that this was caused by abductor insufficiency as a result of metal debris from the previous parts. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).